Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition, with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific right atrial (ra) lead exhibited high, but not out of range pacing impedance, noise, and over-sensing causing inappropriate mode switching. The non-boston scientific right ventricular (rv) lead had stable impedance until (B)(6) 2020, at which point became variable and jumpy, with current measurements exceeding 3,000 ohms. The non-boston scientific (rv) lead also had some variability in threshold measurements. The boston scientific left ventricular (lv) lead had a sudden decrease in impedance and thresholds in (B)(6) 2019, but were never out of range, and have been stable since. The system remains implanted. A technical service consultant recommended lead integrity testing and x-rays be performed at the next follow up appointment. No adverse patient effects were reported.